Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the upper 200s mg/dl (highest was 290 mg/dl). Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be related to the tubing; however, the customer indicated that the humalog had been used in the cartridge for 3 days.